Event description:
It was reported by service report that the foot end was drifting due to a motor malfunction. However, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.